Manufacturer narrative:
E.1. Initial reporter phone #:(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd¿ syringe with needle leakage occured. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when injecting medicine with disposable syringe, the medicine was found to leak from the pin, which affected the therapeutic effect.

Manufacturer narrative:
A device history record review was completed for provided material number 301947 and lot number 2108208. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. The retained samples were evaluated; however, no signs of leakage or defect were observed. If this incident were to reoccur, we would greatly appreciate the opportunity to review the affected sample. It is possible that the reported incident resulted from damage to the plunger component; however, that cannot be confirmed at this time. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.